Event description:
Our (B)(6) old son has a gastrostomy tube for receiving all of his feedings for nutrition. His feedings are done with a moog enteralite infinity enteral pump delivery set (inf0500-a). His current feeding schedule includes an overnight continuous feeding from 22:00 to 07:00 at 45 ml/hr. On (B)(6) 2022 in the early morning (around 04:00), we woke up to our son crying. The enteral feeding set was wrapped completely around his neck. We immediately unwrapped the enteral feeding set from his neck. He was not injured; however, we fear that if he had not woken us up by crying that he could have strangled himself in the feeding set leading to possible death. We have contacted our son's gi doctor and are awaiting instructions on how we can mitigate the risks associated with overnight continuous feedings when we are asleep and cannot actively monitor whether or not he is tangled in the enteral feeding set. FDA safety report ID #: (B)(4).